Event description:
During a clinic follow-up, the device was unable to be interrogated with bluetooth (ble) telemetry. No intervention has been performed at this time. The patient was stable and will continue to be monitored.